Event description:
This male pt was admitted for coronary eval. Angiography revealed a 90%, 44mm, de novo, calcified lesion in the mid-lad. The vessel as described as mildly tortuous and the target site was within an actively moving segment (dynamic). Three stent were implanted in overplaying fashion, on of which was a 3.0 x 33 mm cypher select stent. The stent was deployed to 16 atms and was post dilated to ensure complete expansion. Approximately one year later, the pt felt chest pain and went to hospital where he underwent angiography, which revealed a stent fracture of the 3.0 x 33mm cypher select stent in the mid-lad. The fractured segment had also migrated 2cm. There was no evidence of restenosis or thrombosis at the fracture site. No additional intervention was required to treat the fracture. The pt's chest pain was treated medically and the pt discharged in stable condition.

Manufacturer narrative:
Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. Additional info will be submitted within 30 days of receipt.